Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. On (B)(6)2010 at 10:25:04, the device recorded a critical ram parity error power on reset.

Event description:
Power-on-resest parameters were reported, including a ram parity error. The device is still in use. No patient complications have been reported as as result of this event.